Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, loss of capture and intermittent undersensing was noted on the atrial lead. Several tests were ran but loss of atrial lead capture was still noted. Low sensing measurements were noted on the atrial lead towards the end of interrogation. No intervention was performed, and the lead remains implanted. The patient was in stable condition and will continue to be monitored.